Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113, g5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on or about (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Per medical opinion, "the recent computed tomography (CT) from [(B)(6) 2020]. Demonstrates the ivc filter, again in the suprarenal ivc, suspicious for superior migration since the time of filter deployment but unchanged since 2017. The filter nose/tip is tilted anteriorly and toward the left, and the nose has penetrated 12 mm through the ivc wall, stable. 7 filter struts have also penetrated through the ivc wall as follows: posterior 6 o'clock strut 9 mm, right lateral 9 o'clock strut 7 mm, right anterolateral 10 o'clock strut 3 mm, right anterolateral 11 o'clock strut 9 mm, and the left posterolateral 5 o'clock strut 8 mm penetration. The penetration of the 11 o'clock position strut appears new since prior exam; the remaining filter struts are unchanged since 2017."

Manufacturer narrative:
Note: follow up #1 was inadvertently submitted as follow up #2; therefore, follow up #2 was submitted as follow up #3. As a result, the follow up submitted for the 21jul2022 additional information will be submitted as follow up #1. In the case of additional reportable information being received, that subsequent follow up will be follow up #4. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog and lot number are unknown, but the celect filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 26jan2018 as follows: ¿[pt] allegedly received an implant on (B)(6) 2011 due to deep vein thrombosis of the inferior vena cava. [Pt] is alleging migration, tilt (tilted anterior and toward the left), vena cava perforation by filter tip and at least 6 filter struts, device unable to be retrieved (doctor told patient on (B)(6) 2016 filter cannot be retrieved). [Pt] further alleges having burning pain in the abdomen and post-implant deep vein thrombosis.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). Corrected data: adverse event to product problem, life-threatening to blank, serious injury to malfunction. Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: (B)(4). Patient code: vessels, perforation of (2135) listed in the IFU. Patient code: pain, abdominal (1685) not listed in the IFU. Device code: migration of device or device component (1395) not listed in the IFU. Device code: no code available (3191) no code for device perforation listed in the IFU. Device code: difficult to remove (1528) listed in the IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032.(B)(4). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 (B)(4). Investigation- investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, vc perforation, migration, tilt, unable to retrieve, dvt, burning pain in abdomen'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Rpn and lot# are unknown, product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.